Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that during the implant the lead required repositioning due to the heart being scarred, and the lead dislodging from position. The lead would not come back through the sheath due to the non-isodiametric portion of the lead; therefore, the physician removed the lead and replaced it with a new lead. No patient complications were reported as a result of this event.

Event description:
(B)(4)

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the full lead was returned to the manufacturer and analyzed. No anomalies were found. There was blood in/on the helix/lobe mechanism.